Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has damage. The customer¿s blood glucose was unknown. Customer stated that the insulin pump had yellow tint and not very clear and concerned that may cause potential issue. Customer states that they removed film from screen and also did a self-test to see if that would resolve issue and still unclear on screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments or partial displays or unexpected display anomalies were noted during testing. Although the screen does have a dim, yellowish tint to it, the user can still easily read what's displayed in the menus. The user can minimize the yellowish tint by setting the display option brightness level to 5 instead of auto. There are no cracks or other cosmetic damage seen with this unit whatsoever.